Manufacturer narrative:
An attempt to reproduce the reported event using guardian connect software version 3.4.3 installed on the samsung s9+ android 10 with a transmitter was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). We were unable to conduct a thorough investigation due to lack of information (ios logs, guardian app logs, steps to reproduce) necessary to perform a comprehensive analysis. According to our documentation the app reset required screen shall present as an entry point if the illegal database injections were detected. In this case this is expected behavior and no issue. For canceling this screen customer can tap on the ""ok"" button. If this issue happened again, helpline can ask customer to reinstall the guardian app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported getting an error message while requesting to upload log files via the guardian app. Medtronic received information that a software error occurred. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. There was no adverse impact or consequence reported because of this event. No product return is required for mobile application as product return is not applicable for non-physical devices.